Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device disposition is unknown.

Event description:
It was reported that the patient may need to undergo a revision surgery for reasons that are not available at the time of this report. The diagnosis is not clear but patient has generalized pain. Left side. The reason for revision is pain around the ankle joint.

Event description:
It was reported that the patient may need to undergo a revision surgery for reasons that are not available at the time of this report. The diagnosis is not clear but patient has generalized pain. Left side. The reason for revision is pain around the ankle joint.

Manufacturer narrative:
The reported event was not confirmed, since the device was not returned for evaluation and available medical records are not sufficient the device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed ¿all components intact and well fixed. There is medial gutter impingement and most likely some instability. No radiolucencies/cysts.¿ more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.